Event description:
It was reported that this pacemaker was explanted due to an unknown product performance issue. No additional adverse patient effects were reported. Additional information regarding product return status has been requested.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding event cause and product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was explanted due to an unknown product performance issue. No additional adverse patient effects were reported. Additional information regarding product return status has been requested. Additional information was received indicating that this device was prophylactically explanted. No adverse patient effects were reported. It is expected to receive this device for analysis.

Manufacturer narrative:
Amendment: this event is no longer reportable as additional information confirmed that this device was prophylactically explanted with no reported allegations or malfunctions. The local area sales representative was contacted for additional information regarding event cause and product return status. At this time, no further information is available. Should additional information become available this report will be updated.